Event description:
Pt participated in a (B)(4) study for pts with cervical ddd who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Pt was implanted at levels c3 c4 and c4 c5 with a cslp small stature plate. Pt had been experiencing pain for 7 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced pain, requiring pe and steroids. This report is 3 of 7 for ths same event. This complaint is on a screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. The lot number is unk; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.